Event description:
It was reported that the patient's atrial and right ventricular leads (rv) dislodged approximately five weeks post implant. The physician repositioned the leads. The leads dislodged again and the physician explanted and replaced the leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: a2dr01, implantable pulse generator, (B)(6) 2013; 5086mri58, implantable pacing lead, (B)(6) 2013. (B)(4).